Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up, rise in impedance and threshold measurement was noted on the right ventricular lead. The right ventricular lead exhibited high capture threshold and high, in range pacing lead impedance measurement. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.